Event description:
The physician was treating a patient that had very hard fibrous clot in the mi segment. He was treating with the penumbra system 032 and was experiencing significant friction. He pulled back, and the tip of the separator 032 had broken off and remained stuck in the clot. He then proceeded to go up with the penumbra system 041 and the separator 041 perforated the vessel. The separator 041 may have deflected off the hard clot. There was no patient injury, the perforation reclosed quickly, and the patient is doing fine.

Manufacturer narrative:
Device discarded by hospital and not available for return to manufacturer.